Event description:
A (B) (6) consumer (gender unspecified) instilled 2 drops of visine contact (glycerin, hydroxypropylmethylcellulose) in each eye within 20 minutes on (B) (6) 2008 for dust in eye and contact lens wearer. After product use, that same day she had an allergic reaction in which she stated that she had burning and halo sight. According to the consumer, she "even had hearing problems". On (B) (6) 2008, she was seen by an ophthalmologist who told her that a preservative in the product can cause an allergic reaction. Product use was discontinued on (B) (6) 2008. The event resolved on (B) (6) 2008. Follow-up #1: additional information received on 25 aug 2008. Qc results. Based on the information gathered in the investigation, there is no evidence that the source of the, as reported is associated with the (B) (4) manufacturing or packing process. The clinical safety data indicates that the complaint for allergic reaction is consistent with a known low level incident rate associated with the product. As part of the investigation, the lot docket, which includes all cleaning, batch making, analytical testing, and packaging were reviewed. No deviations or quality issues associated with this classification of complaint were present.

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.